Manufacturer narrative:
Other relevant device(s) are: product ID: 9735773, serial/lot #: (B)(4); product ID: 9735787, serial/lot #: (B)(4). The site was provided a quote for service, but had not requested service to date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735773, serial/lot #: unknown. Product ID: 9735787, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. There was no patient involvement. The battery indicator was flashing in the software. Troubleshooting included performing a self-test and the battery was at 0%.